Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the circumflex artery. A 10/2.00 flextome cutting balloon was selected for use. During the procedure, it was noted that the balloon could not cross the lesion. Furthermore, when the balloon was inflated in the target lesion, the balloon ruptured. The procedure was completed with this device. No patient complication were reported.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was further reported that the balloon was able to cross the lesion prior to balloon rupture and the procedure was completed with a different device. Device evaluated by MFR: the device was returned for analysis. The tip section of the device was visually and microscopically examined and no issues were noted that could have potentially contributed to the complaint incident. A visual and microscopic examination identified no issues with the blades. All blades were present and fully bonded to the balloon material. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon longitudinal tear beginning at the proximal edge of the proximal markerband and extending approximately 1mm proximally across the balloon material. An examination of the balloon material and proximal markerband identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination found no issues with the markerbands of the device that could have contributed to the complaint incident. A visual a tactile examination identified no kinks or issues with the hypotube or shaft of the returned device that could potentially have contributed to the complaint incident. No other issues were identified during the product analysis.